Event description:
It was reported that no alert/notification occurred. Date of event is an approximation. On (B)(6) 2023, it was reported that the patient experienced an issue with alerts and notification settings. Everything was fine the night before she went to bed. While she was soundly asleep and not feeling any symptoms, her dog woke her husband. However, her husband, who has hearing difficulties, did not hear the alerts indicating hypoglycemia. When her husband woke up, he brought candy bars to the patient, but she was unresponsive and already comatose. He immediately called an ambulance. When the emergency medical team arrived, they attempted to treated the patient with IV, but it was unsuccessful. The patient was taken to the hospital, there the physician administered IV dextrose. At some point after being transported, the patient regained consciousness. At the hospital, she could no longer remember her bg and cgm readings. She said that her doctor determined the cause of her coma was due to high insulin intake (insulin overdose). The nurse practitioner had adjusted the dosage of insulin on her pump and did not want to turn it down. On (B)(6) 2023, she was discharged and was already feeling fine. Performance data was reviewed. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.